Manufacturer narrative:
Date of event: patient's representative reported events for two sets of devices (expander and breast implants). As it is unknown which device contributed to the events, abbvie has taken the conservative approach to report for the events for both the expander and the implants. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and seroma.

Event description:
Patient's representative reported right side capsular contracture, baker grade unknown, breast pain, seroma, and increased risk of alcl. The device has been explanted.